Manufacturer narrative:
The device received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error, basic occlusion, occlusion, prime or compromised force sensor system, excessive no delivery and displacement test. No unexpected restart error, a13 or e13 alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported via phone call that the insulin pump alarmed watchdog timeout and unexpected restart. The customer's blood glucose was unknown at the time of incident. Troubleshooting was performed and the customer reported that the unexpected restart was recurring. The insulin pump will be returned for analysis.